Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer posted a picture on social media of a tampon removed from an applicator and unfolded. The consumer's comment was "seriously, tampax?" No injury was reported.